Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 28 (the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer was able to clear the alarm and unable to complete rewind. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no pump error 28 alarm and rewind anomaly noted. Successfully downloaded history files and traces using thump. There is no pump error 28 alarm recorded in the formatted history file. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 25-dec-2024 in the formatted history file. Lost sensor 1alert (780) was found on: on (B)(6) 2024 07:19:00.000, (B)(6) 2024 07:29:00.000, (B)(6) 2024 08:10:00.000, (B)(6) 2024 08:20:00.000, (B)(6) 2024 09:59:00.000, (B)(6) 2024 10:09:00.000, (B)(6) 2024 12:40:00.000, (B)(6) 2024 12:50:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2024 during bolus and basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Insert battery alarm was found on: (B)(6) 2024 12:53:33.000, (B)(6) 2024 12:54:51.000, (B)(6) 2024 13:04:01.000, (B)(6) 2024 13:14:00.000, (B)(6) 2024 13:44:12.000, (B)(6) 2024 13:50:50.000. Pump error 23 alarm was found on: (B)(6) 2024 13:15:03.000, (B)(6) 2024 13:25:00.000, (B)(6) 2024 13:44:49.000. Power loss alarm was found on: (B)(6) 2024 13:42:16.000, (B)(6) 2024 13:42:23.000, (B)(6) 2024 13:45:00.000, (B)(6) 2024 13:45:08.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No pump error 23 alarm and power loss alarm noted during testing. Pump error 43 alarm was found on: (B)(6) 2024 13:50:50.000, (B)(6) 2024 13:02:28.000. Pump error 37 alarm was found on: (B)(6) 2024 20:06:30.000, (B)(6) 2024 20:07:10.000, (B)(6) 2024 20:09:59.000. (B)(6) 2024 21:29:28.000, (B)(6) 2024 21:30:11.000. Pump error 130 alarm was found on: (B)(6) 2024 13:02:32.000, (B)(6) 2024 13:02:38.000, (B)(6) 2024 13:03:03.000, (B)(6) 2024 13:03:11.000, (B)(6) 2024 13:03:20.000, (B)(6) 2024 13:03:29.000. (B)(6) 2024 13:04:03.000. The pump was cut open to perform visual inspection and found corrosion on the motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Pump error 43 alarm, pump error 37 alarm and pump error 130 alarm were confirmed according in the formatted history file due to corrosion on the motor home switch. Force sensor zero offset within specification (22.04 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for pump error 28 alarm and rewind anomaly were not confirmed. However, pump error 43 alarm, pump error 37 alarm and pump error 130 alarm were confirmed according in the formatted history file due to corrosion on the motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.